Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and eleven months post filter deployment, during implantation of an implantable cardioverter defibrillator, it was noted that the inferior vena cava filter did not have significant tilt and no change in its position. Three years and four months later, computed tomography revealed that several of the legs of the inferior vena cava filter were visualized beyond the wall of the inferior vena cava and 1 of these legs partially projected into the anterior vertebral body and 1 of these abutted the abdominal aorta. Eventually nine months and fifteen days later, the patient presented with chronic back pain. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with cardiac disease with arrhythmia, embolic phenomenon and large vessel pulmonary embolus. Approximately six years and four months post filter deployment, a computed tomography (CT) lumbar spine without intravenous contrast revealed that the filter legs partially projected into the anterior vertebral body and abutted the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chronic back pain; however, the current status of the patient is unknown.